Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the device operated as expected. The patient had an echo done. The patient had no symptoms. The patient's hemolysis was treated by stopping acetylsalicylic acid (aspirin) and bivalrudin and plavix was started. The patient's ldh was monitored and has since decreased.

Manufacturer narrative:
Section h6: correction to remove code 2553 - confusion/disorientation. Additional information added for device code. Power elevations on (B)(6) 2020 are reported in MFR report#: 2916596-2020-04070. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to elevated ldh between on (B)(6). The site detailed concerns for pump thrombosis. Log file analysis noted elevated pump power / flow event on (B)(6) 2020. No further information was reported.

Manufacturer narrative:
Section d4, h4: additional information. Correction: "the patient was admitted due to elevated ldh between (B)(6). The site detailed concerns for pump thrombosis. Log file analysis noted elevated pump power/flow event on (B)(6)2020. No further information was reported" this information was submitted in a previous report on (B)(6) 2020. However, the reportable aware date was inadvertently marked at (B)(6)2020, the correct reportable aware date is (B)(6)2020. Manufacturer¿s investigation conclusion the report of suspected thrombus could not be confirmed through this investigation, as no product or images were submitted. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of elevated lactate dehydrogenase (ldh) could not be conclusively established through this evaluation. A review of the submitted log file found that the pump speed was stable and remained above the low speed limit. The system appeared to be operating as intended and there were no notable alarms active in the log file. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii lvas. In addition, the IFU outlines indications of pump thrombosis as well as how to respond to such events. The IFU also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to elevated ldh. The site detailed concerns for pump thrombosis. The patient showed signs of altered mental status. Log file analysis noted elevated pump power/flow event on (B)(6) 2020. No further information was reported.